Event description:
It was reported that a physician removed a mirena (levonorgestrel-releasing intrauterine system), performed a tubal ligation and a dilatation and curettage (d&c) prior to a novasure endometrial ablation. The procedure was completed without complications. "Approximately 48 hour post ablation the physician states the pt is found with sepsis prescribed antibiotics and shortly thereafter a hysterectomy performed for endometritis on (B)(6). Sometime after this the pt is relating some sort of bowel obstruction, the specifics are unknown". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU): other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).